Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2022 with abdominal pain that was described as a sharp sensation. It was noted that the patient was experiencing black stools for the past month and a half with increasing fatigue and shortness of breath with activity. The patient was admitted for further evaluation and management. The patient's hemoglobin was 7.7 on (B)(6) 2022 and decreased to 6.7 on (B)(6) 2022. An evaluation of the abdominal/pelvis area found no acute process in the abdomen or pelvis. An esophagogastroduodenoscopy confirmed bleeding with gastric arteriovenous malformation. The bleeding resolved and the patient discharged home.

Manufacturer narrative:
Main investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.